Manufacturer narrative:
Trackwise ID #(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii seal (4.5mm). When the hs¿ was removed from the case, the delivery device handle came off the loading device without resistance and could not be used. Treatment was continued using the new hs¿.the hospital did not report any patient effects.

Manufacturer narrative:
Corrected section: h-3 - if other provide code -explain. Corrected h-6 from "device not returned" to "device discarded" internal complaint number: tw #(B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii seal (4.5mm). When the hs was removed from the case, the delivery device handle came off the loading device without resistance and could not be used. Treatment was continued using the new hs.the hospital did not report any patient effects.